Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 1999 explanted: (B)(6) 2024 product type catheter product ID (B)(4) lot# (B)(6) serial# implanted: (B)(6) 2012 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) , ubd: 09-jul-2001, UDI#: (B)(4) ; product ID: (B)(4), serial/lot #: (B)(6), ubd: 09-jul-2001, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal dilaudid (10 mg/ml at 3.0 mg/day) and bupivacaine (20 mg/ml at 6.1 mg/day) via an implanted pump for an unknown indication for use. It was reported that the catheter was not flowing well at replacement. There were no known environmental/external/patient factors that may have caused or contributed to the event. It was reported that they tried a new 8578 segment and tried aspirating and this did not provide flow. A new catheter was implanted and the hcp obtained good flow. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 110 lbs. The patient's medical history was asked but unknown.